Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No cracks were noted on the display window. A damaged battery cap coin slot was noted.

Event description:
It was reported that the battery cover was damaged and the display of the insulin pump had a crack. The customer's blood glucose was unknown. Nothing further was reported.